Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having extended ipg charging time and the battery seemed warm at all times that developed a septic infection and irritation at the ipg site. The patient was placed on additional antibiotics after implant procedure and was treated by a nurse practitioner. It was also noted that the infection was not device related and procedure related. The patient and was cleared after round of antibiotics.